Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observations were not able to be confirmed.

Event description:
Boston scientific received information that the patient implanted with this device system was presented with symptoms of lightheadedness. Upon device interrogation, several short episodes due to noise on the right ventricle (rv) were observed. Pacing inhibition lasting for greater than two seconds was observed, however, no therapy had been delivered. Impedance measurements were reported to be stable and within acceptable limits. Technical services discussed monitoring and testing recommendations. Non-capture was found on the competitor rv lead. The device was to be reprogrammed to doo. No further information was available.

Event description:
Subsequent information indicates that an invasive procedure was performed and the device was explanted. The device was returned for reliability analysis.